Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.0x32mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) coronary artery. Following pre-dilatation, a 3.00x32mm promus elite stent was deployed. Following stent deployment, a distal edge dissection was noted. A 2.75x20mm promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported. The patient was responding well to medicines and their status was stable.